Manufacturer narrative:
H6: investigation summary: a mp1000 china product was not available for investigation; however, the customer indicated the complaint sample was from lot 21085866. The feedback provided by the customer suggests the maxplus female luer adaptor was damaged and this resulted in the leakage of medication. No further information was provided to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21085866 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported leakage.

Event description:
It was reported that during use with bd maxplus needleless connector the joint was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: during the use of the product, the joint is damaged, resulting in the leakage of expensive medicine.

Event description:
It was reported that during use with bd maxplus needleless connector the joint was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: during the use of the product, the joint is damaged, resulting in the leakage of expensive medicine.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: a mp1000 china product was not available for investigation; however, the customer indicated the complaint sample was from lot 21085866. The feedback provided by the customer suggests the maxplus female luer adaptor was damaged and this resulted in the leakage of medication. No further information was provided to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21085866 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported leakage. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxplus component in the past 12 months. H3 other text : see h.10.